Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant there were problems with the device setscrew falling out of the header. The setscrew was put back in to the port. The device is still in use. No patient complications have been reported as a result of this event.